Event description:
In 2002 the end-user's family member called medtronic minimed, USA and stated that the pt was admitted for 12 hours with moderate ketones. Has several bent cannulas from 2 boxes. On 12/9/2002 maersk medical a/s received the complaint and 7 unused infusion sets.